Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for premature end of life. Data was provided for evaluation. Data review could not confirm the reported event of premature end of life, but a low transmitter battery was confirmed that occurred prior to 90 days of transmitter activation. A probable cause could not be determined via data. This complaint is reportable based on the finding of transmitter failure error via log data review. No product was provided for evaluation. No additional patient or event information is available.